Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due the device stopped performing as expected. The tubing connecting the pump and reservoir had a leak. The physician determined that the length of the explanted cylinders was too short. The old reservoir was not explanted. A non-boston scientific prosthesis was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due the device stopped performing as expected. The tubing connecting the pump and reservoir had a leak. The physician determined that the length of the explanted cylinders was too short. The old reservoir was not explanted. A non-boston scientific prosthesis was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. The first cylinder outer tubing was detached form the proximal end of the cylinder body, likely occurring during explant. The cylinder passed leak and pressure tests. The second cylinder had wear at a fold on the proximal end of the body. The cylinder passed leak and pressure tests. The pump was visually and microscopically examined, leak and functionally tested. A leak was identified in the kink resistant tubing (krt) connecting the reservoir. The pump performed within specifications during functional test. Based on the information available and analysis results, the leak identified in the krt could have caused or contributed to the reported clinical observation of device stopped performing as expected.